Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced higher than usual blood glucose readings while using a second replacement ilet, with the caregiver performing four infusion set changes, two with observed blood and two without, and no noted cannula kinking. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education without alerts or alarms. Investigation included review of device use and user troubleshooting steps via customer support. Investigation of this case revealed that the cause of the hyperglycemia was unclear and not linked to an identified device malfunction based on available information. It was concluded that no device failure could be confirmed and that further evaluation would require device analysis. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.